Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter with guidewire stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the shaft 4cm and 6.2cm from the tip. There is also buckling under the strain relief. Microscopic examination revealed no additional damages. The guidewire was pulled lightly but it does not appear to be moving so the guidewire was left inside the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that may have contributed to the reported event.

Event description:
It was reported that device entrapment occurred. The patient presented with tibial artery blockage and underwent balloon angioplasty. After gaining vascular access via the femoral artery, a 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during introduction, the balloon got stuck on a 300cm angled tip v-14 control wire guidewire and would not move further into the target lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that device entrapment occurred. The patient presented with tibial artery blockage and underwent balloon angioplasty. After gaining vascular access via the femoral artery, a 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during introduction, the balloon got stuck on a 300cm angled tip v-14 control wire guidewire and would not move further into the target lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.